Event description:
The report received from the (B)(4) study indicated that during post-dilatation the patient experiences neurological changes that were diagnosed as a tia. The cec minutes received indicate that the patient had a cva that was device and procedure related. The information received from the (B)(4) database indicated that the patient was admitted to the index procedure asymptomatic. The target lesion was a 95% stenosis in the left proximal internal carotid artery. The lesion had mild calcification. The lesion was pre-dilated. An 8 x 30mm precise pro rx of unknown catalog and lot number was deployed at the target lesion with no malfunction or major adverse event. An angioguard rx of unknown catalog and lot number was successfully deployed and retrieved with debris and no technical problems or associated major adverse event. During post-dilatation a boston scientific filter was used as a 2nd filter. The patient experienced a neurological deficit during post-dilatation with a non-cordis balloon and still had the deficit when he left the angiography suite. The patient experienced aphasia, right hemiparesis and right hemineglect. The event was diagnosed as a tia. There was no treatment was given. The duration of the tia was roughly 7 minutes, and consisted of difficulty squeezing the right hand and a diminished right hand grip. The cause is unknown. The symptoms began following post-dilation, and resolved, to baseline, prior to the end of the procedure, while the patient was still in the cath lab. The event was reported to be related to the index procedure, but unrelated to the cordis product. There was no emergency cea surgery. The residual stenosis was 10%. There was no occlusion in the contralateral carotid. The patient was discharged the day after the procedure with no major adverse event. The nih stroke scale score was 4 and the stroke core was 1.

Manufacturer narrative:
The post-procedure note on the day of the procedure at 15:15 reported intra-procedure tia, expressive aphasia, "improving slowly", "moving all four extremities well", and blood pressure 90-100s systolic. On the following day, at 10:35, the progress note stated the following: patient remains aphasic today with difficulty verbalizing age or time. The patient and his wife were given discharge instruction with plan to follow-up in 7-10 days and with discharge if the patient remains stabled. Per progress note approximately 8 hours later, at that time the nih stroke scale score 4 (patient could not state correct month or age, showed mild to moderate aphasia with describing pictures and objects, and with his baseline mild right greater than left feet numbness). The rankin stroke scale score was 1. There was no MRI/CT scan or neurology consultation done for this event. The patient was discharged on asa and clopidogrel. However, a progress note dated one day later at 08:30 was reporting that the patient oriented to person, follows simple commands, speech intelligible with decreased appropriateness. At the 30 day follow-up, the nih stroke scale score was 3 (attributions unavailable) and the rankin stroke scale score was 1. The site reported this event as a tia on (B)(6) 2011, with unknown duration of neurological deficits and unknown recovery. Concomitant medications: bivalrudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 601814rmc, lot number unknown, boston scientific "filterwire ez, boston scientific "bern" catheter. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00542 and 1016427-2012-00126.

Manufacturer narrative:
The adjudication minutes received indicated that the neurological events experienced by the patient during the index procedure were a tia was was adjudicated as a cerebrovascular accident. Previously it was reported that the duration of the tia was roughly 7 minutes, and consisted of difficulty squeezing the right hand and a diminished right hand grip. The cause is unknown. The symptoms began following post-dilation, and resolved, to baseline, prior to the end of the procedure, while the patient was still in the cath lab. However, new information notes that the patient had residual symptoms. As such, tia will be removed from the file and cerebrovascular accident will be added to the file as a reportable event. The information originally received from the (B)(6) database indicated that the patient was admitted to the index procedure asymptomatic. The target lesion was a 95% stenosis in the left proximal internal carotid artery. The lesion had mild calcification. The lesion was pre-dilated. An 8 x 30mm precise pro rx of unknown catalog and lot number was deployed at the target lesion with no malfunction or major adverse event. An angioguard rx of unknown catalog and lot number was successfully deployed and retrieved with debris and no technical problems or associated major adverse event. During post-dilatation a boston scientific filter was used as a 2nd filter. The patient experienced a neurological deficit during post-dilatation with a non-cordis balloon and still had the deficit when he left the angiography suite. The patient experienced aphasia, right hemiparesis and right hemineglect. The event was diagnosed as a tia. There was no treatment given. The duration of the tia was roughly 7 minutes, and consisted of difficulty squeezing the right hand and a diminished right hand grip. The cause is unknown. The symptoms began following post-dilation, and resolved, to baseline, prior to the end of the procedure, while the patient was still in the cath lab. The event was reported to be related to the index procedure, but unrelated to the cordis product. There was no emergency cea surgery. The residual stenosis was 10%. There was no occlusion in the contralateral carotid. The patient was discharged the day after the procedure with no major adverse event. The nih stroke scale score was 4 and the stroke core was 1. The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15052039 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records and excursions were issued for this lot. (B)(4): the product was not returned for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse events and is associated manufacturer report numbers 9616099-2012-00542 and 1016427-2012-00126.